Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon connecting the leads to the pacemaker, it was noted that the set screws of the pacemaker could not be tightened properly. The pacemaker was not used and replaced, the replacement device successfully provided pacing. The patient was in stable condition.